Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 18feb2021.

Event description:
It was reported to philips that the device had a display error. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
G4:20apr2021. B4:20apr2021. The device was not in clinical use at the time of the event. There was no report of patient or user harm. An authorized service personnel(asp) was assigned to the case; however, the asp was notified by the customer that they are not going to have the device repaired. There is no resolution information available. The device reported issue was unable to be clarified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.